Event description:
Doctor performed uneventful essure procedure in (B)(6). Two weeks later pt presented with pain and asked to have devices removed. Doctor did a bilateral salpingectomy in (B)(6). Laparoscopy showed devices had satisfactory placement. Pathology report indicated chronic salpingitis. Pt's symptoms resolved after surgery. Doctor attributed pt's pain to essure devices.